Event description:
It was reported during a da vinci surgical procedure, that a broken/frayed wire was observed on the pk dissecting forceps instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient, patient harm, adverse outcome or injury.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's pitch cables were broken at the distal end. The crimp that contained the cable was still installed in the clevis. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that would affect any material of the final product and/or the quality or performance of the instrument used during this reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during failure analysis investigation, the instrument had a broken pitch cable.